Event description:
A (B)(6) male came in for coronary bypass grafting x4 on (B)(6) 2015. Pt tolerated the procedure well and was transferred to ICU. On (B)(6) 2015 the pt coded in ICU and a hemoglobin of 5 was found. The pt was taken back to the operating room. The findings were that the pt had 2 clips off the vein branch of the saphenous vein to the right coronary artery. These were clipped and hemostasis was controlled. Again the pt was sent back to ICU and upon his arrival to ICU his pressures rose to 210/110 and he rapidly exsanguinated out of his chest tube. He became hemodynamically unstable and was brought down emergently to the operating room. Findings: he had 2 additional vein clips come off a different vein brand which was approximately 2 cm proximal to the first set of clips. They were clearly placed at the first operation. (We do not have the lot number for this exact product)